Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the subject device and found that white foreign material adhered to the inner wall. Omsc also confirmed that the main component of white foreign material was silicone. The exact cause of the reported event could not be conclusively determined. However, omsc surmised that the silicone-based chemical solution used during the reprocessing and remained at the inner wall. The device history record indicates that the subject device has been shipped in conformity to the specifications. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that foreign material got out of the channel of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.